Event description:
It was reported patient presented in clinic for with a device that was far field p-wave oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.